Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to a fungal or candida infection. Vegetation was noted on the epicardial left ventricular (lv) lead which was reported to have been capped. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.